Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 579, 389 mg/dl. The customer stated that he was able to change the infusion set site, blood glucose has gone down just after 1 hour, customer was not need to perform troubleshooting for high blood glucose they already know the cause for the past 3 days he has been having insulin flow blocked alarm. The insulin pump had insulin flow blocked alarm. The troubleshooting was performed for the insulin flow blocked alarm. Customer stated that the insulin exited. The insulin pump will not be returned for analysis.